Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The interconnect cable was replaced. The nodes were flashed and reloaded. The software and configuration files were reloaded. The system was tested and operates as intended.